Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch# mw5111282. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set separated from the midazolam bag spike, leaking medication onto the floor as a result. The following information was provided by the initial reporter: "rn was changing IV line change due to expired tubing. When attempting to open the air chamber on tubing to help drain the tubing for IV midazolam, the spike fell out of the midazolam bag and medication was spilled on the floor. The medication was wasted and bag/IV tubing was bagged and sequestered. We are noting an increase in IV spikes 'falling out' of bags, where previously this issue was not being reported. This issue has been reported elsewhere in literature (ismp) for other IV bags. This case is being reported as a specific example"

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of spike fell out of the bag could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the unspecified bd¿ infusion set separated from the midazolam bag spike, leaking medication onto the floor as a result. The following information was provided by the initial reporter: "rn was changing IV line change due to expired tubing. When attempting to open the air chamber on tubing to help drain the tubing for IV midazolam, the spike fell out of the midazolam bag and medication was spilled on the floor. The medication was wasted and bag/IV tubing was bagged and sequestered. We are noting an increase in IV spikes 'falling out' of bags, where previously this issue was not being reported. This issue has been reported elsewhere in literature (ismp) for other IV bags. This case is being reported as a specific example"